Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. (B)(4). Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part number: 456.305. Lot number: h745097. Part manufacture date: oct 03, 2018. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 100mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a titanium cannulated trochanteric fixation nail due to non-union. The titanium cannulated trochanteric fixation nail was removed with no issues and a total hip arthroplasty was performed. The procedure was successfully completed with no surgical delay. There was no patient consequence. This complaint involves 3 devices. This is report 2 of 3 for (B)(4).